Event description:
Customer reported that, prior to start of case, unit had no output with no alarms. There was no reported patient injury. Ohmeda's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.